Event description:
It was reported that the patient's sound quality was too soft and then it went out completely. The speech processor was replaced but this did not alter the situation. There are no reports of trauma to the implant site. Testing showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.